Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse calibrated the sample probe and reagent probes and observed a one way valve on the wash manifold on backwards. The cause for the initially false positive result is unknown. The customer's quality control results were within acceptable limits and the discordant result was not reproduce by the customer on repeat testing prior to the fse visit. No conclusion can be drawn. The instrument is performing within specifications.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer and was considered discordant when compared to a repeat negative test result on an alternate instrument. The customer performs repeat troponin testing on all initially positive results on an alternate instrument. The discordant positive result was not reported. There was no known report of adverse health consequences due to the discordant troponin ultra result.